Manufacturer narrative:
Other text: returned device was received for evaluation. During the evaluation of the device the customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical disposable was connected to a fluid warmer and used together. During use, air bubbles got mixed up in the l-70 and were unable to be bled from it. So the disposable was replaced. There was no patient injury. There were no reported adverse events.